Event description:
Baxter china reports "liquid leaked from dark blue port when clamp closed" of a two month old transfer set. Affiliate reports set was changed with no resulting injury or medical intervention required.